Event description:
Esu became spontaneously activated without decompression of the foot pedal for approximately 10 seconds. The cord needed to be pulled from generator in order to deactivate. Manufacturer response for electrosurgical unit, esu (per site reporter). Biomedical engineering spoke with company. Sent out to company, logs were looked at.